Event description:
Report received of a coronary stent graft (csg) migration. Two coronary stents were placed to treat two lesions in the mid & proximal left anterior descending (lad) artery. Both sites were post-dilated. Fluoroscopy was performed following & revealed two arterial perforations. The pt's b/p decreased and an emergent pericardiocentesis was performed. Autotransfusion proceeded and the pt's b/p stablized to the normal range. The pt became "uncomfortable" was then sedated, intubated & ventilated. A 4.5 x 16mm csg was deployed and post-dilated to seal the proximal perforation. A 3.0 x 19mm csg was deployed in the mid perforation, but did not appear to seal this perforation. Intravascular ultrasound (ivus) was performed & "it appeared that the stent had pulled back to the site of the more proximal stent." Using ivus the two csg's were post-dilated with a 4.0 noncompliant balloon at high pressure. A third csg 4.5 x 19mm was attempted to be placed at the mid perforation but could not cross the proximal stents. With the guidewire remaining in the right groin for access to the perforation, the left groin was accessed and another attempt was made to deliver and place the third csg. This stent again would not cross the proximal stents. The csgs were again post-dilated. The third csg was then successfully delivered to the distal perforation where it was deployed & sealed the perforation. The pericardial catheter was sutured in place. The next morning a repeat echocardiogram revealed no pericardial effusion & the pericardial catheter was removed. The pt was extubated within 24 hours. They were reported to have normal mental status, was alert & comfortable. The pt was discharged 3 days later without adverse sequelae.